Event description:
It was reported that, during a cori tka procedure, they could not load the bur into the cori handpiece after plugging into the console. They tried reseating the long attachment and the tracker multiple times without success ((B)(4)). So, they brought in a new handpiece and had the same issue (with the bur) and continued to have issues so they troubleshot by trying to run a drill diagnostic test and got a robotic drill critical error and were unable to proceed because the drill was not being recognized by the cori console; therefore, they exited the diagnostic test. They rebooted the cori and added multiple new cases in, so they could be ready to quit when drill disconnect error kept popping up. They did attempt to stay within the same case after quitting drill disconnect error but it continued to happen over and over. They started a new case and on the connection screen, the console would not recognize the handpiece and the back button and power button kept flashing. At that point they have been troubleshooting for 20 minutes ((B)(4)). They rebooted for the third time, entered a new case and it randomly started working. Therefore, the procedure was completed with a delay greater than 30 minutes using the same device. No other complications were reported.

Manufacturer narrative:
The cori drill, part number rob10013, used in treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the cori drill, part number rob10013, used in treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.